Manufacturer narrative:
The customer reported of intermittent signal loss affecting several transmitters, they reported that they were monitoring the central nursing station (cns) that several transmitters were intermittently displaying signal loss. Nihon kohden techinal support noted that the transmitters that were showing intermittent communication loss were not on the same multiple patient receiver (org) device. No patient harm was reported. Attempt # 1: 01/21/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/10/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/11/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of intermittent signal loss affecting several transmitters, they reported that they were monitoring the central nursing station that several transmitters were intermittently displaying signal loss. Nihon kohden technical support noted that the transmitters that were showing intermittent communication loss were not on the same multiple patient receiver (org) device. No patient harm was reported.